Event description:
During the second pass with the merci retriever x6, the tip of the device detached. The physician attempted to retrieve the detached portion of the device but was unable to successfully retrieve it. Their was no arterial dissection associated with the detachment. The original stroke continued to progress and the pt expired two days post-procedure as a result of brain edema. There were no adverse clinical sequelae directly associated with the tip detachment.